Event description:
Reporter alleged the advantage system memory indicated discrepant blood glucose results of 57, 148 and 338 mg/dl had been within minutes of each other. No actions had been reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.